Event description:
On (B)(6) 2011, the patient was treated electively for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 delivery system. It was noted that the distal aortic lumen measured approximately 15-16 mm in diameter and was relatively calcified. The main body was positioned for placement of the contralateral leg. The 12 fr gore dry seal sheath was not long enough to reach up to the contralateral gate, so the contralateral leg was advanced outside the sheath until it encountered resistance due to an obstruction just below the contralateral gate. The device and sheath were removed together. The sheath was replaced with a longer cook sheath (16x35) which passed through the obstruction without any difficulty. The contralateral leg was then deployed and the main body was repositioned for final deployment of the trunk-ipsilateral leg. When the deployment line was pulled, about 24 inches came out and the line broke, leaving the trunk-ipsilateral leg undeployed. Multiple attempts were made to resolve the issue using endovascular techniques, but none were successful. The iliac artery and aneurysm sac were opened surgically, which enabled the physician to retrieve the broken deployment line and manipulate the sutures of the constraining sleeve in such a way that deployment of the trunk-ipsilateral leg was achieved. The patient coded during deployment, but was eventually stabilized. Total blood loss was estimated to be about 1-1.5 liters. Completion angiography showed no evidence of endoleak. The patient tolerated the procedure relatively well. She was transferred to the cardiac intensive care unit (cicu) where she subsequently suffered a myocardial infarction, and was stabilized. No further complications have been reported.

Manufacturer narrative:
Method (other) - a review of the manufacturing paperwork has been conducted. Results (other) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions (other) - the gore excluder aaa endoprosthesis instructions for use (IFU) state that strict adherence to the IFU sizing guide is required when selecting the appropriate device size. Potential device or procedure related adverse events include, but are not limited to, surgical conversion and cardiac complications (eg: arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension). Further investigation is in process.